Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was reported to have been used. Additional information was requested on 02/01/2010, 02/05/2010, 02/09/2010, and 02/24/2010 by phone, fax, and mail. A completed questionnaire was received on 02/08/2010. (B) (4)

Event description:
A surgeon reported a patient with uncorrected astigmatism following intraocular lens (iol) implant surgery. The surgeon stated that the iol was off axis following implant surgery. In a secondary procedure, the iol was rotated by the surgeon. An unapproved viscoelastic was used during the initial implant procedure. In a follow-up, the surgeon reported he was doubtful that the iol caused or contributed to the incident. A technician speaking for the surgeon, reported the patient is doing very well following the iol rotation.